Event description:
Adverse event(s): "no pt impact reported" (no known impact or consequence to pt). Product problem(s): "aspiration issues - intermittent" (aspiration issue). A nurse reported aspiration issues intermittently. The system was switched out to complete the case.

Manufacturer narrative:
A company service rep examined the system and could not reproduce the reported issue. The system was tested and met all product specifications. The investigation, including root cause determination, is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).